Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported low impedance and subsequent cancellation could not be conclusively determined.

Event description:
During an electrophysiology study with atrioventricular nodal reentry tachycardia (avnrt) ablation, the ablate button was pressed on the generator but ¿low impedance¿ was displayed and ablation could not be performed. Troubleshooting included reconnecting all cables, replacing the ablation cable and catheter, power cycling the generator, amplifier and stimulator, checking rf patch placement and applying another grounding patch on the left, but the issue remained. The study was completed without any ablation. There were no adverse consequences to the patient.